Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting physician gave feedback on the venaseal closure system that he has been using in multiple procedures(70 patients reported to have treated). He has indicated that post procedure inflammation causing pain has been reported in 25-30% of cases leading to the need for medication for pain and /or antibiotics.